Event description:
Device report from synthes reports an event in india as follows: this report is being filed after the review of the following journal article: mishra, p., verma, m., and verma, r. (2021), anterior bridge plate osteosynthesis in comminuted fracture shaft of humerus in manual workers- is it optimum choice?, the archives of bone and joint surgery, vol. 9 (6) pages 702-707., (india). The aim of this prospective study was to know the efficacy of abpo for the management of comminuted fracture shaft of the humerus in the patients, particularly engaged in manual works involving overhead activity. They achieved there aim with excellent clinico-radiological outcomes. Between march 2017 to august 2018, a total of 37 patients were included in this study. All fractures were classified as ao-asif trauma classification system and either 4.5-mm narrow locking compression plate (lcp) or dynamic compression plate (dcp) was used to fix all fractures. The mean duration of follow-up period was 14.5 months (range-min=12, max= 18). The article does not provide sufficient information to identify which synthes device is associated with the adverse event reported as follows: 1 patient (3%) suffered from superficial infection at the 5th post-op day. Wound was thoroughly irrigated after pus sample collection and antibiotics given according to culture and sensitivity test. Infection subsided later on. 1 patient (3%) permanently developed the anesthetic patches along lateral border of forearm due to musculocutaneous nerve injury. A copy of the literature article is being submitted with this medwatch. This report involves one unk - constructs: plate/screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown constructs: plate/screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.